Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. This report for system error 2240 was not confirmed. The cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line), which occurred on the home choice (hc) during dwell 1 of 3. The caregiver (cg) stated that the drain line was shooting out air. The technical service representative (tsr) had the cg power cycle the hc to end therapy and advised the cg to start over with new supplies and to call the registered nurse (rn) to let them be aware of possible exposure to unsterile air. The cg starting over with new supplies and would call the rn. The hc was operational. Per the callscript, the hp was connected at the time of the alarm, the patient line was properly primed before connecting, a patient extension line was not used, the hp did not disconnect any time prior to the alarm, all of the bags were properly connected, there were no open clamps on any unused lines, there was an issue with the supplies, the drain line was letting out air, the hc set was not being reused, the patient did not have any pets that would have caused damage to the supplies, there was not any damage noted to the over pouch or carton in which the cassette was delivered, and there was no sharp object used to assist in opening the carton or over pouch. The supplies were not damaged by an outlet port clamp. Proper procedures were reviewed with the patient. There was the patient involvement but no patient injury or medical intervention indicated at the time of the initial report.